Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material# unknown. Batch# unknown. It was reported that the bd syringe leaked. The following information was provided by the initial reporter: the dosing needle cap fell off and had to used 3 dose needles out of the prior box/patient stated wasted one dose of gattex that leaked out all over and started over with another dose. Verbatim: rcc received a complaint via email. Email(s) attached. Notification only (no lot reported) for pr# (B)(4) ¿ leaking. Bd syringe: plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch). Bd syringe lot numbers: unknown. Takeda awareness date: (B)(6) 2024. Needle issue: (the dosing needle cap fell off and had to used 3 dose needles out of the prior box/patient stated wasted one dose of gattex that leaked out all over and started over with another dose). Product: gattex country of origin: xxxxxx sample / photo availability: no sample or photos were provided to takeda. Ae: ae reported - aes - blood in urine, legs swollen, kidney pain, bruised abdomen. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.